Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed at the initiation of treatment resulting in approx 50cc/ml of blood loss. A new system was strung and the pt completed their treatment without further issue. There is no other known ill effect to the pt. Sample discarded by user facility; no sample is available.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode can not be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.